Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: clip delivery system: cds0502 (x2), steerable guide catheter: sgc0302. (B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The steerable guide catheter ((B)(4)) referenced is filed under a separate medwatch report number.

Event description:
This is filed to report the air entering the clip delivery system. It was reported that this was a mitraclip procedure to treat grade 4 functional mitral regurgitation (mr). After the third mitraclip was successfully deployed reducing mr to grade 2, the clip delivery system (cds) shaft was inadvertently retracted out of the steerable guide catheter (sgc) without the clip introducer assembly. This resulted in a loss of fluid column in the sgc. The doctor covered the clip introducers hemostatic valve with his thumb and retracted the clip introducer assembly. Air was visible in the clip introducer and the sgc hemostatic valve. Air was aspirated out of the sgc. There was no air noted in the anatomy. The patient was stable. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported clip delivery system (cds) leak/air inside the clip introducer (ci) appears to be related to the user error of not removing the ci and the cds simultaneously. The mitraclip instructions for use warns, do not remove the tip of the cds from the guide without removing the clip introducer simultaneously. Failure to remove the clip introducer simultaneously may result in air embolism. There is no indication of a product quality issue with respect to manufacture, design or labeling.